Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the pocket site. Symptoms of infection were redness and sore to touch. The cause of infection was unknown. The patient underwent an explant procedure and was placed on antibiotics. All device components were explanted and not returned.